Manufacturer narrative:
The affected device has been requested for investigation by the manufacturer. The device was not yet returned for investigation. The event is filed under internal karl storz complaint ID: (B)(4).

Event description:
It was reported that a procedure was incomplete because it was not possible to collect material for biopsy, a new date has been scheduled for the procedure. Since the new procedure have to be scheduled, this case is reportable.

Manufacturer narrative:
The device in question was returned manufacturer. This information is reflected in section d9. The evaluation is anticipated, but not yet begun. The investigation will be performed by a designated karl storz employee. The event is filed under internal karl storz complaint ID: (B)(4).

Manufacturer narrative:
The product was returned for evaluation. Upon inspection, heavy corrosion was observed, particularly on the distal end of the device. In addition, the inner pull rod on the proximal side was found to be damaged or broken, rendering the scissors non-functional. · the observed corrosion and breakage are consistent with long-term exposure to moisture or improper cleaning and sterilization practices. · there was no evidence of any issues related to the labeling, device design, or manufacturing history. The failure of the device is most likely attributed to corrosion-related material degradation, possibly due to insufficient maintenance or improper reprocessing over time. No manufacturing defects were identified during the investigation. Users are reminded to follow the IFU closely, particularly with regard to cleaning, drying, and inspecting instruments after each use to prevent corrosion and ensure continued device performance. The event is filed under internal karl storz complaint ID: (B)(4).